Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an episode of ventricular tachycardia (vt). An 80 joule shock was delivered and accelerated the rhythm to ventricular fibrillation (vf). A second shock was delivered and converted the rhythm. No adverse patient effects were reported. This product remains implanted and in service.